Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer believes the insulin pump was not delivering as programmed for the past month. It was stated that the customer was experiencing high blood glucose and had to do several corrections boluses. Troubleshooting was declined. No further info was provided.